Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records for this particular lens were verified and shown to be within specifications. The production order has passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.

Event description:
We received a report that an intraocular lens was explanted from the left eye of the patient after she experienced unexpected post-operative refraction. In follow up the patient was doing fine with the new lens.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, which is a condition consistent with a lens that has been explanted from the eye. No optical deviations on the received optic parts could be found. Due to the condition of the returned lens, no further testing could be performed. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Corrected data: expiration date: 07/06/2016; device manufacture date: 08/06/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.